Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Visual inspection found that the first cylinder had broken fabric sleeve from wear in the proximal end. Also, it had a hole in the corner of a fold which caused leakage. Besides that, it presented a bulge in the middle end from torn fabric, and it had worn a fold in the distal end. The inspection of the second cylinder found that it had buckling folds in the middle distal end; furthermore, it had two holes in the outer tube from wear in the proximal end. The kink resistant tubing was worn to the filament; however, the second cylinder passed leak and pressure testing. Based on the information available and analysis results, the findings related to the cylinders analysis could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was not inflating properly. Upon explant a hole and a large aneurysm in one of the cylinders was found. The pump and cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that an inflatable penile prosthesis (ipp) was not inflating properly. Upon explant, a hole and a large aneurysm in one of the cylinders was found. The pump and cylinders were explanted and replaced. No patient complications were reported in relation to this event.